Event description:
It was reported that patient was recently hospitalized due to chest infection. During hospitalization, right ventricular (rv) lead loss of capture exhibited and patient experienced syncope. Interrogation revealed rv lead high threshold and impedance stable. Chest infection is under control. Last interrogation revealed rv lead threshold still high. Review of device data indicated sudden threshold rise highly associated to patient condition or clinical condition. It was also reported rv lead exhibited lower than nominal impedance values. The rv lead remains in use. No further patient complications have been reported as a result of this event.